Event description:
After the balloon was inserted, the doctor was unable to read an arterial trace. After the iab was removed, a leak was noted. A second iab was inserted. No leak detection alarm sounded from the system 90 pump. (Event complications: none from the event-reported 1/23/98.) (Pt's current status: just alive-rpt'd 1/23/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probable caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.